Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was damaged at the tip at 0 joules. Per the customer, the fiber piece was retrieved. No pt injury was reported.

Manufacturer narrative:
Per a manufacturer quality engineer, the results from a preliminary failure analysis indicate that the fiber has broken proximal to the metal cap. Damage to the fiber could have possibly occurred upon insertion into the cystoscope. (B)(4).